Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a cardiosave trainer issue. While doing training at facility, the cardiosave trainer was not working properly. The lights were dim, no iabp arterial pressure waveform showing on screen. Educator informed and trainer was tagged for biomed. No patient involvement, training only, no patient harm. No further information available. H3 other text: repair service not done.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a cardiosave trainer issue. While doing training at facility, the cardiosave trainer was not working properly. The lights were dim, no iabp arterial pressure waveform showing on screen. Educator informed and trainer was tagged for biomed. No patient involvement, training only, no patient harm. No further information available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while doing training at facility, the cardiosave intra-aortic balloon pump (iabp) trainer was not working properly. The lights were dim, no iabp arterial pressure waveform showing on screen. Educator informed and trainer was tagged for biomed. There was no patient involvement reported, training only.